Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, on (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 11/11/2022. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on an unknown date. The planning computerized tomography (CT) scan was performed, and there was a small to moderate amount of rectal wall infiltration (rwi) anteriorly from 11am to 1pm. There was an area where the spaceoar vue appeared to approach the rectal mucosa. No patient symptoms were indicated. The physician planned to obtain magnetic resonance imaging (MRI) of the rectal/prostate area to determine how deep the rwi went.